Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned that the device was cleaned regularly per the instruction for use and is placed inside of the operation theater during use, with the fan of the device positioned away from the patient with an estimated distance between the surgery field and the device of two meters and the device is fully functional. Hospital executed a lab test, which confirms the contamination with aerobic colony count and pseudomonas aeruginosa. The report has been provided to livanova (B)(4). Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t with a low pseudomonas count. There was no patient involvement.